Event description:
In 2010, the lay user/pt's neighbor contacted lifescan (lfs) alleging that the pt was unable to code her onetouch ultra2 meter. The medical surveillance specialist (mss) spoke with the reporter two weeks later and obtained the following info. The reporter claimed that the alleged issue began approx 1 1/2 weeks prior to contacting lfs. The reporter stated that the pt tests her blood glucose up to 5x/day and manages her diabetes with insulin (type and dose unk). As a result of the alleged issue, the rptr claimed that the pt skipper her usual dose of insulin because she did not know what her blood glucose level was. The day after the alleged issue started, the pt's neighbor reported that the pt became clammy and appeared as if she was about to "pass out." In response to the symptoms, the reporter claimed that the pt was immediately given orange syrup to get her blood glucose back up. At the time of troubleshooting, the customer care advocate noted that the alleged issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.